Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The device will not be returned to baxter because it was serviced on-site and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump with a damaged battery. It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. According to the facility representative, there was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed during product evaluation. The root cause of this condition was assigned to depleted main batteries resulting from user error. The main batteries and battery harness for damaged batteries were replaced to correct this condition. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.